Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. However, the reported malfunction was attributed to a misprogrammed identification chip in the electrodes. Zoll medical has issued a voluntary recall, which has been reported to the food and drug administration's local district, to mitigate reports of this nature from reoccurring. At this time a recall number has not yet been assigned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.